Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette, patient line is blocked message (soft alarm) and drain complication alarm during drain 4 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: a visual inspection of the returned cycler exterior showed physical damage. The rear panel was pushed inward causing the top cover to rise and be in contact with the heater tray. The top cover was damaged at the rear of the cycler (power entry module side) and the front of the cycler (front panel assembly side). The touch screen was misaligned and the front panel assembly bezel damaged. The heater tray was bent and in contact with the top cover (front panel assembly side). There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A failed the go/no-go gauge test and load cell verification check was encountered. The go gauge would not fit in the left gap (front panel assembly side) or the rear gap (compressor side). The cycler underwent a successful the go/no-go gauge test and load cell verification check after replacing the heater tray with a known good heater tray and reseating the top cover. The functioning heater tray was removed at the completion of the investigation. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. The post-ast 2-hour 15 min 8500 ml simulated treatment was performed and completed without alarms or failures. A mushroom head check was performed and passed. The cycler tested positive for glucose. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes.